Event description:
Healthcare professional (hcp) reported one pt who had an episode of hemolysis associated with abdominal pain while being treated with a reused dialyzer. Abdominal pain and cramping occurred 1.5 hours into the treatment. The pt was sent to the emergency room and was later released. The hcp did not know what treatment the pt received at the emergency room. The pt recovered without the need for hospitalization.